Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient had irritation from the 72r electrodes while treated with the device. The patient stated that the skin irritation started about 3 days ago in the lumbar area. The electrodes were changed and rotated every 3 days and the patient did not use the cover patches. The area was cleaned with soap and water. The patient did not use wipes or any new product. The patient is allergic to medications and adhesives. The patient described the skin as red and itchy with welts and swelling. The patient stated that the skin irritation was under the electrodes and the patient does have sensitive skin. The patient spoke to her doctor regarding the skin irritation and the doctor prescribed triamcinolone ointment. The doctor advised the patient to stop using the electrodes until the rash goes away. The patient will be doing a time test with the 63b electrodes. No additional consequences have been reported at this time.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d7a, g1: contact office and manufacturer site, g3, g6: report type, h6: impact code. Additional information - h6: method, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the lot number is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient had irritation from the 72r electrodes while treated with the device. The patient stated that the skin irritation started about 3 days ago in the lumbar area. The electrodes were changed and rotated every 3 days and the patient did not use the cover patches. The area was cleaned with soap and water. The patient did not use wipes or any new product. The patient is allergic to medications and adhesives. The patient described the skin as red and itchy with welts and swelling. The patient stated that the skin irritation was under the electrodes and the patient does have sensitive skin. The patient spoke to her doctor regarding the skin irritation and the doctor prescribed triamcinolone ointment. The doctor advised the patient to stop using the electrodes until the rash goes away. The patient will be doing a time test with the 63b electrodes. No additional consequences have been reported at this time.